Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was still experiencing discomfort at the ipg site despite surgical intervention to replace previous ipg with a small model. (Ref MFR. 1627487-2014-03043). The new ipg was placed in the same pocket as the previous. The physician attributes the pain to the area not being healed yet. The physician is planning to administer injections because he does not think that the pain is coming from the ipg site. Follow up information identified the patient has not received any injections yet because he is currently working out of state. In addition the physician does not want to operate again to correct the pain at the ipg site. The patient placed a heat wrap over the ipg site but that made the pain worse. The patient was instructed to apply ice to the ipg site. The patient desires the ipg to be relocated or removed. Surgical intervention may be pending to address this issue.